Event description:
Female patient had an acute mi and was going to be treated with a cypher stent. Target lesion was located in the calcified left anterior descending (lad). Physician had trouble getting the wire down, but was finally able to get the wire to cross. When the cypher was pulled back on, it came off the balloon. The physician tried to put a second wire down to retrieve it, but was unsuccessful. The physician then tried pushing down with another balloon into the proximal lad and was able to deploy the stent. Patient expired, according to customer, for other reasons. The patient's death was not related to the cypher stent. Additional information was not provided.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.